Manufacturer narrative:
(B)(4). Investigation results: returned for evaluation were an 8.0fr 40cc iab fos (fiberoptix sensor), teflon sheath, 60cc syringe, and 40cc driveline tubing. The full length of the fos yellow cable jacket and fos connector were cut away near the bifurcate and not returned for evaluation. The distal end of the sheath was located approximately 35.0cm from the distal tip of the catheter. The bladder membrane was full of dried blood, and a slight bend was noted on the central lumen approximately 5.0cm from the distal tip. The 60cc syringe was returned attached to the connector of the 40cc driveline tubing. Dried blood was also noted within the 40cc driveline tubing. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A lab inventory 0.025in spring wire guide (swg) was front loaded through the luer end of the iab. No resistance was encountered; the swg was able to advance. The swg was back loaded through the iab distal tip. No resistance was encountered; the swg was able to advance. The iab was aspirated and flushed successfully. The iab was submerged in water and leak tested. Continued in other remarks section. Other remarks: a leak was noted during the test. The unit failed leak test. Under microscopic inspection, abrasions were noted approximately 20.5cm from the distal tip of the catheter. Calcification in the aorta was noted in the event details. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that while in the (or) operating room the (iab) intra-aortic balloon was prepped and inserted via the patient's femoral artery. One day post-op the (cicu) cardiac intensive care unit the (rn's) registered nurses reported what while receiving report at start of shift at 7am, the rn's giving the report went to the room because of a low helium message. The rn stated that the rn's checked the tubing and reinitiated pumping. After receiving report, the rn went in to patient and noticed the tubing had (B)(6) blood in the tubing. The rn called the (pa) physician assistant to remove iab. The time was approximately 7:25 am. No complications to patient. The iab was not replaced; patient was post-surgery and did not need. The perfusionist stated no issues with insertion. The pa stated that post removal iab was examined and a tear in the membrane was found. Length of time prior to the event is less than 24 hours. The iab was inserted using the poly sheath. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was no reported delay or interruption in iabp therapy. The patient outcome is ok. The pump (s/n (B)(4)) was sent to biomed. Additional information received on 06/29/2015 via (fsr) field service report l610050 that blood entered the pump.

Manufacturer narrative:
(B)(4).